Manufacturer narrative:
Pump received with corroded battery tube, broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported that the black ring came out and reservoir was stayed in place when inserted in insulin pump. Blood glucose level was 205 mg/dl. The insulin pump will be returned for analysis.